Event description:
It was reported fractured PICC unsure where the PICC was fractured. PICC fractured when in the patient. Extravasation in the upper arm. The patient is fine. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not received.